Event description:
A pt, implanted with prodisc-c on an unk date, was returned to the operating room for removal of the prodisc-c. Surgeon indicated, pt is still complaining of pain. Surgeon reportedly indicated that his opinion is, this is pt related not device related.

Manufacturer narrative:
Add'l info has been requested. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Mfg records could not be reviewed without a lot number. Date of manufacture could not be determined without a lot number.